Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for a super ventricular tachycardia which was a result of a rapidly conducted atrial rhythm. The device was reprogramed. Patient monitoring will continue.